Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician found worn seals on the CPR and head up valves. He replaced the valves to repair the bed.